Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 19jun2019. A sensor board was return for analysis. An investigation was performed and the sensor board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The philips field service engineer (fse) could not duplicate problem but did find error #1012 in error log.fse replaced sensor printed circuit board (pcb) to address 1012 e/c. Unit passed all performance tests and is ready to be returned to service.

Event description:
Customer reports that the unit has an "air valve liftoff failure 1012 e/c"no patient/user harm reported. Event date not specified; estimate used.